Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an ankle fracture treatment, the hex portion of the 2.5mm fixed handle hex driver broke off outside the patient. Procedure was completed with a smith and nephew back up device. No delay or further complications reported.

Manufacturer narrative:
D4, h6, the device, intended for use in treatment was returned for evaluation: a visual inspection of the returned device confirmed the stated failure mode. The keyed tip of the hex screwdriver is worn with dull edges rendering the device inoperable. There are other complaints for this part number and failure mode. This has been evaluated and is within expected occurrence rates. We will continue to trend through our post market surveillance process. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.